Manufacturer narrative:
Investigation revealed the root cause of this failure mode is linked to a "component failure". Patient was reclining back in the seating system, when slewing hinge broke and the backrest fell backwards. The patient using the wheelchair did not sustain injury from this failure. The wheelchair was evaluated and component failure confirmed. This failure mode is a known problem and the suspect component has been redesigned with stronger material to prevent reoccurring failures that may occur due to stress and fatigue. Permobil has repaired the device with new revision parts and returned the wheelchair to the patient in operational condition with no other deviation discovered. The DHR for this device was reviewed and the wheelchair met specification prior to distribution.

Event description:
Reports from (B)(6) are that the backrest hinge broke while patient was in the wheelchair. The patient was not injured in this event.